Event description:
It was reported that the right atrial (ra) lead was damage during a CABG procedure (coronary artery bypass surgery). The procedure was not related to the device. High threshold and loss of capture was noted. The lead remains in service. No additional patient adverse effects were reported.